Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the keypad was found to be peeling at the up arrow. The contrast button had an intermittent response. The pump keypad was found to be hyper responsive and scrolled to the bottom of the screen. The keypad was removed and contamination was found under all button contacts. The pump case was opened and moisture was found throughout the pump case including on the keypad flex connector. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons and audio bolus button were not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.